Event description:
The physician reports that the crystalens was damaged when using the staar surgical lens injector system. No further details were provided, additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.